Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and delivered shocks for suspected supraventricular tachycardia (svt). The arrhythmia was converted. Technical services (ts) was consulted and noted egm showed the device was operating as programmed and within range measurements. This ICD remains in service. No additional adverse patient effects were reported.